Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was suspected to have conductor fracture. The rv lead was surgically abandoned. No additional adverse patient effects reported. Additional information indicated that the rv lead exhibited impedance greater than 2500.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was suspected to have conductor fracture. The rv lead was surgically abandoned. No additional adverse patient effects reported.